Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte autoguard winged bl 22ga x 1.0in catheter separated from the hub. This occurred on 6 occasions. The following information was provided by the initial reporter: material no: 381523, batch no: 0279744. (B)(4) clarification: customer thought the catheter had broken off but us did not see the catheter left in vein. They then broke open the device and observed that the catheter had been retracted with the needle. It was reported the catheter that is connected to the blue piece and goes into the patients vein to hold it open was broken off of the blue piece. Verbatim: today we had an issue with an IV catheter that was a bit scary for a moment. One of our ma's started an IV on a patient and when she retracted the needle the catheter that is connected to the blue piece and goes into the patients vein to hold it open was broken off of the blue piece and we thought it went into the patients arm. I went to dr (B)(6) and we did a quick scan under us of the patients arm (catheter not seen) and they said we would need an xray as well but that the patient could go ahead (since us was negative) and put patient on table for MRI and we would do one after. While the patient was doing her MRI, I couldn't stand it so I "broke" into the part that retracts the needle (I covered it before breaking to ensure no blood splatter or needle stick hazard) and found the catheter retracted with the needle inside the unit. Normally, I would think this was perhaps a one time fluke; however, turns out one of the techs mentioned something about another ma mentioning a problem with the catheters so I spoke to the ma who said she's had a couple recently (only 22g) that have had issues with the blue piece (extra plastic, not breaking away from retractable piece) so I pulled the entire lot in the office 6 full boxes + some loose ones.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-04 h6: investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one used, retracted device from ref 381523, lot 0279744. A device history record review showed no non-conformances associated with this issue during the production of this batch. During the visual/microscopic examination, it was observed that the grip had been broken off from the safety barrel with the needle, hub, and spring inside of the barrel. The spring was removed and it was observed that the catheter tubing had remained on the needle, confirming the defect of catheter wedge back out. This defect has been linked to the manufacturing process and corrective actions (CAPA 1461582) was initiated to address this issue.

Event description:
It was reported that insyte autoguard winged bl 22ga x 1.0in catheter separated from the hub. This occurred on 6 occasions. The following information was provided by the initial reporter: material no: 381523, batch no: 0279744. Dchu clarification: customer thought the catheter had broken off but did not see the catheter left in vein. They then broke open the device and observed that the catheter had been retracted with the needle. It was reported the catheter that is connected to the blue piece and goes into the patient"s vein to hold it open was broken off of the blue piece. Verbatim: today we had an issue with an IV catheter that was a bit scary for a moment. One of our ma's started an IV on a patient and when she retracted the needle the catheter that is connected to the blue piece and goes into the patients vein to hold it open was broken off of the blue piece and we thought it went into the patients arm. I went to dr and we did a quick scan under us of the patient's arm (catheter not seen) and they said we would need an xray as well but that the patient could go ahead (since us was negative) and put patient on table for MRI and we would do one after. While the patient was doing her MRI, I couldn't stand it so I "broke" into the part that retracts the needle (I covered it before breaking to ensure no blood splatter or needle stick hazard) and found the catheter retracted with the needle inside the unit. Normally, I would think this was perhaps a one time fluke; however, turns out one of the techs mentioned something about another ma mentioning a problem with the catheters so I spoke to the ma who said she's had a couple recently (only 22g) that have had issues with the blue piece (extra plastic, not breaking away from retractable piece) so I pulled the entire lot in the office 6 full boxes + some loose ones.